Event description:
AED has intermittent self test failure. (B) (4).

Manufacturer narrative:
Method: internal memory was reviewed for this device. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in a delay of therapy.